Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 175 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. No additional information was provided.